Manufacturer narrative:
A field service engineering (fse) was at the customer's site to further investigate. Investigation is in progress.

Event description:
A customer reported analyte imprecision results on the aia-360 analyzer. The customer decontaminated the analyzer, made fresh wash and diluent, calibrated different lot of analyte, and made fresh quality control; the quality control run passed and results were all in range but analyzer is still down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address the reported inconsistent qc results. On arrival at the customer's site, fse found some controls partially thawed due to customer¿s broken freezer. Fse confirmed the complaint by reviewing the analyzer printouts and reproduced error in only one instance where result was >h for level 2 and back in range when run was repeated. While troubleshooting, fse performed several precision runs and control runs with results in range. Fse verified temperatures were within range, checked alignments and performed mac control runs, which all passed without error. Fse reran the customer¿s estradiol (e2) controls and level 1 result was low. Fse checked all basic system functions and temperatures, all appeared to be functioning correctly. Fse ran calibration and controls for total triiodothyronine (tt3), the calibrators were consistent and controls passed. Fse recalibrated the customer's testosterone (tes), the calibration rates were also consistent and similar to previous calibrations when the controls were passing. The controls passed within the package insert ranges again, but close to the limit and outside customer's ranges for tes. Fse attempted to fix the issue by using new wash and diluent, changing the sample nozzle, and replacing the substrate nozzle unit/supply tubing. Each time, level 1 for tes was high, outside the package insert range and level 3 was inside the package insert range but outside the customer's range. Fse resolved the complaint when biorad sent fresh bottles of same lot and new lot of controls. The current lot failed with high result for level 3 of tes. And the new lot passed for all levels and analyte tests. No further action required by field service. The aia-360 is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for biorad qc lot 85271 and aia-360 serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause of the reported event was not traced to tosoh device but due to biorad control lot.